Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and the pump was no longer functional. Reportedly, the screen was shattered because the customer fell off the bike while wearing the pump. The customer's blood glucose level was 100 mg/dl. The customer confirmed that an alternate method of insulin delivery would be available.